Event description:
Case description: since last submission the case has been updated with the following: -annex b (b14) updated in device addendum tab. -narrative updated accordingly. Final manufacturer's comment: 21-jan-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4.

Event description:
Case description: investigation results: novopen 4: batch number:gvgh079 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. Actrapid penfill: batch numer: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: is non- reportable updated to no, malfunction updated to no, final report ticked and expected date of follow-up removed. In EU/ca tab, imdrf codes updated in device addendum investigation results updated for novopen 4 and actrapid. Narrative updated accordingly. Final manufacturer's comment: 19-oct-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. H3 continued: evaluation summary novopen 4: batch number: gvgh079 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycaemia rbs was over 600mg/dl and vomiting due to hyperglycaemia [hyperglycaemia] the push button was stiffed [device malfunction] the pen didn't inject the accurate dose [device delivery system issue]. Case description: study ID: 1706-novocare programme study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's weight: 28 kg. Patient height and body mass index were not reported. This serious solicited report from egypt was reported by a consumer as "hyperglycaemia (hyperglycaemia)" with an unspecified onset date , "the push button was stiffed(device component malfunction)" with an unspecified onset date , "the pen didn't inject the accurate dose(inaccurate delivery by device)" with an unspecified onset date and concerned a 10 years old female patient who was treated with actrapid penfill (insulin human) from unknown start date for "drug use for unknown indication", , novopen 4 (insulin delivery device) from unknown start date for "device therapy", dosage regimens: novopen 4: historical condition: hyperglycaemia. Concomitant medications included - lantus(insulin glargine). On an unknown date before event rbs (random blood sugar) (blood glucose) was 170 mg/dl since an unknown date patient's novopen 4's push button was stiffed and didn't inject the accurate dose . On an unknown date the patient experienced hyperglycaemia rbs (random blood sugar) (blood glucose) was over 600mg/dl and vomiting due to hyperglycaemia and went to ICU (intensive care unit) (hospitalized) and that was because of the novopen 4, as the push button was stiffed. On an unknown date in feb-2024 patient's hba1c (glycosylated haemoglobin) was 7.8% on (B)(6) 2024 the patient was discharged after a duration of hospitalization of 5 days on an unknown date in sep-2024 patient's hba1c was 9.4% on an unknown date the patient shifted to novorapid but still not yet recovered and suffered from hungry . Batch numbers: actrapid penfill: has been requested novopen 4: gvgh079 action taken to actrapid penfill was reported as product discontinued. Action taken to actrapid penfill was reported as product discontinued. The outcome for the event "hyperglycaemia (hyperglycaemia)" was not yet recovered. The outcome for the event "the push button was stiffed(device component malfunction)" was not reported. The outcome for the event "the pen didn't inject the accurate dose(inaccurate delivery by device)" was not reported. Reporter's causality (actrapid penfill) - hyperglycaemia (hyperglycaemia) : unknown the push button was stiffed(device component malfunction) : unknown the pen didn't inject the accurate dose(inaccurate delivery by device) : unknown. Company's causality (actrapid penfill) - hyperglycaemia (hyperglycaemia) : possible the push button was stiffed(device component malfunction) : possible the pen didn't inject the accurate dose(inaccurate delivery by device) : possible reporter's causality (novopen 4) - hyperglycaemia (hyperglycaemia) : unknown the push button was stiffed(device component malfunction) : unknown the pen didn't inject the accurate dose(inaccurate delivery by device) : unknown company's causality (novopen 4) - hyperglycaemia (hyperglycaemia) : possible the push button was stiffed(device component malfunction) : possible the pen didn't inject the accurate dose(inaccurate delivery by device) : possible since last submission the case has been updated with the following: -classification "non valid case" and "FDA reportable day 10" , "other reportable day 6" removed -weight updated -medical history updated -lab data updated -suspect product "actrapid penfill" added -concomitant product updated -new event "inaccurate delivery by device" added -event "hospitalization" recoded as "hyperglycaemia" with verbatim updated as "hyperglycaemia rbs was over 600mg/dl and vomiting due to hyperglycaemia" with outcome updated as "not yet recovered" with seriousness criteria "medically significant" ticked and hospitalization end date and duration updated , seriousness criteria "medically significant" ticked also for events "device component malfunction" and "inaccurate delivery by device" -narrative updated accordingly. Preliminary manufacturer's comment: 04-sep-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Relevant information regarding the indication for hospitalization is unknown. No conclusion reached.